Event description:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0139c) inserted. The case describes the occurrence of device use error ('bent tip when first in camera view. Bent in the sheath'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. He0139c) inserted. The case describes the occurrence of device use error ('bent tip when first in camera view. Bent in the sheath'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. Lot number: he0139c manufacturing date: 2017-05 expiration date: 2020-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 30-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0139c) inserted. The case describes the occurrence of device use error ('bent tip when first in camera view. Bent in the sheath'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. Lot number: he0139c. Manufacturing date: 2017-05-30. Expiration date: 2020-05-28. Quality-safety evaluation of ptc: unable to confirm complaint - but plausible. Most recent follow-up information incorporated above includes: on 5-oct-2021: date of birth was updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 30-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0139c) inserted. The case describes the occurrence of device use error ('bent tip when first in camera view. Bent in the sheath'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. The reporter commented: the bent tip happened on the first insertion on the left tube, and then the second insert was used and successfully inserted on the left tube. The right tube was successful with the first insert. No other action was taken on bent tip. The reliance assessment was on (B)(6) 2018, and it was rely-on-inserts for contraception. Device event evaluation was incident (sae or potential sae). No (serious) adverse event(s) related to the device event. Lot number: he0139c, manufacturing date: 2017-05-30, and expiration date: 2020-05-28. Quality-safety evaluation of ptc: unable to confirm complaint - but plausible. Most recent follow-up information incorporated above includes: on 18-oct-2021: investigator answered to queries: the essure insertion was done on (B)(6) 2018. The bent tip happened on the first insert on the left tube, and then the second insert was used and successfully inserted on the left tube. The right tube was successful with the first insert. No other action was taken on bent tip. The reliance assessment was on (B)(6) 2018, and it was rely-on-inserts for contraception.device event evaluation was incident (sae or potential sae). No (serious) adverse event(s) related to the device event. One not two devices were involved. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0139c) inserted. The case describes the occurrence of device use error ('bent tip when first in camera view. Bent in the sheath'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. Lot number: he0139c, manufacturing date: 2017-05-30, expiration date: 2020-05-28. Quality-safety evaluation of ptc: unable to confirm complaint - but plausible. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.